Manufacturer narrative:
Due to the nature of the event which resulted in an injury that required medical treatment, an MDR is being filed in an abundance of caution. Since the chair's model and serial number are not available, the manufacturer of the chair is unknown. It has not been confirmed to be an invacare device. The end user stated that in the 9 years he had the chair, he never had any issues with it. The battery was not experiencing any problems prior to the incident, and it had never been replaced. The end user advised that the chair has been disposed, so it is unable to be returned to invacare for evaluation. Based on the information provided, the cause of the alleged event was due to an impact that resulted in physical damage to the battery. The customer indicated that the device had not been exhibiting any deficiencies prior to the incident. Should additional information become available, a supplemental record will be filed.

Event description:
The end user alleged that 2 years ago, he was riding in his chair when he hit a large pot hole in the street, and the battery blew up. He said that the chair caught on fire and some of the battery acid went on his legs. He had some burns on his legs for which he saw a doctor. It burned for a couple weeks, but he's ok now. He was unable to provide the model or serial number of the chair. He advised that he purchased it in 2015, so it had been in use for about 9 years prior to the incident.